Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was misfired upon the second firing, it was hard to fire and after the firing, there was a lot of bleeding and the staples were opened. No patient injury.